Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device will not turn on. No additional information was provided. There was no reported patient involvement.

Manufacturer narrative:
Additional information added: emdr is missing UDI # for d4.

Event description:
It was reported that the device will not turn on. No additional information was provided. There was no reported patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted front case with keypad replaced due to unresponsive keypad. As found software version 9.33.1.2, as left software version 9.33.1.2. This device is being returned with the non-standard battery removed, because this battery has not been approved for use in this device. The device has been tested with an alaris products-approved battery. Please use only batteries approved by carefusion alaris products, due to battery manager requirements and the thermostat contained in the battery assembly. The use of non-standard batteries may negatively impact the performance of the devices and may void the warranty. Battery replacement should be performed only by qualified service personnel while the instrument is not in use. Please refer to the disassembly/reassembly section of the service manual for battery installation instructions. A review of the device history record showed the device had a manufacture date of 08/01/2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the keypad - won't turn on (recall affected). A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA 1120033 pcu unresponsive keys.

Event description:
It was reported that the device will not turn on. No additional information was provided. There was no reported patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for sn#:(B)(6). Which did not confirm, similar complaints with the same or related failure mode for this customer. A review of the device history record showed, the device had a manufacture date of 08/01/2018. The review was performed, from the date of manufacture to the date of product release for distribution. A review of the device history record for sn#: (B)(6)was performed. Which confirmed, that this device was not involved in a production failure. Which correlates to the customer reported issue.

Event description:
It was reported, that the device will not turn on. No additional information was provided. There was no reported patient involvement.